Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the returned battery cap threads were stripped. Investigation also revealed that the display was discolored. Additionally, investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: visual inspection revealed that the battery compartment was cracked, extending from the threads to the case seal. The returned battery cap threads were found to be stripped and the cap was unable to secure to the test or returned pump¿s battery compartment. A test battery cap was used to complete the investigation. The keypad cover was found to be torn. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. The display was found to be discolored. (B)(4).